Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A doctor reported the xenon lamp required to be changed. The timing of event is unknown. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported lamp system message (sm) was replicated. The company representative did not indicate finding any issues that would be associated with the reported footswitch issue. The lamp and battery module were both replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 2, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming lamp. However, determining if the lamp is nonconforming or past its rated life expectancy cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).